Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant resulting in increase in threshold from 0.5 to 1.2. Dislodgment was confirmed via x-ray. Lead is scheduled to be repositioned at a future date. This lead remains in service and no adverse patient effects were reported. Additional information received indicated that the lead was repositioned and redeployed. Patient is reported to be stable. This lead remains in service and no additional adverse patient effects were reported.